Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 09/21/2011 and last repaired on 02/22/2013 for preventative maintenance. Evaluation of the device observed that the motor operated within motor speed specifications within the handpiece housing and in post repair analysis, but corrosion and discoloration of the motor was observed. The leading edge of the control bar was not flush with the master blade and the switch passed continuity testing. Prior to repair, the device was outside calibration specifications at the zero and thickness settings. Repair of the device included replacement of the motor, head, control bar, width plate and standard repair parts. The customer's reported event was not reproduced during testing and, therefore, a cause cannot be determined. The thickness setting utilized during the reported event is unk and the customer did not return any associated blades with the unit. Applying excessive downward pressure while taking the graft can cause the dermatome to take a graft which is thicker than desired. Lack of preventative maintenance likely caused the device to be outside calibration. Additionally, there is no information regarding the customer's cleaning or sterilization practices; however improper cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece likely causing the corrosion and discoloration to the motor casing over time. The device was serviced and returned to the customer.

Event description:
It was reported that the patient was injured during surgery, the electric dermatome handpiece was cutting too deep into the tissue. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.